Manufacturer narrative:
B3: event date is unknown. H3: product analysis #(B)(4): product: 9560100, lot no:1018372 analysis confirmed that cloudy image and breakage of the internal lens were observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional, service repair via a manufacturer representative regarding a endoscope used on patient having micro endoscopic discectomy (med) therapy for lumbar disc herniation. It was reported that scratches on the lens were observed. Event occurred post-op and there was no patient symptoms reported. There were no further complications reported regarding the event.